Event description:
The customer reported an issue with a fluoroscopy fault. The fse noted, "the screen turns black and the system has to be rebooted." This description is indicative of a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.